Event description:
It was reported that during replacement surgery for patient that when new generator was implanted high impedance was seen. The lead was backed out, cleaned and reinserted while releasing back pressure however high impedance remained. The lead was checked for any issues and the lead head was seen to be pulling away from insulation with wires being exposed. The surgeon proceeded with a lead revision and replaced lead. Explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
Explanted products were received into pa. Generator product analysis was completed and reviewed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Lead product analysis is still pending. No additional relevant information has been received to date.

Event description:
Lead product analysis was completed and reviewed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.